Event description:
In 2003, pt was having emergency surgery (thrombectomy) - called by o.r. To turn off ICD, on interrogation lead impedance found to be greater than 2,000 ohms. No pacing capture at 8v/1.2ms.